Event description:
The tech found a vacant bed with a note that stated, "broken caster due to a brake not working properly."

Manufacturer narrative:
The tech found the foot brake was not holding. He adjusted the foot brake to resolve the issue.